Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, once the snare was positioned around a polyp, the physician was unable to cauterize the polyp tissue. The physician changed the active cord and generator that was being used (both non-bsc devices) with no success. The physician was able to remove this snare and use another sensation standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Both the initial generator and active cord that were used with the problematic snare have since been used in various procedures without issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.